Event description:
Add'l info rec'd from rptr 8/23/04: pt has just been released from a 9 day hospitalization where they have been diagnosed with sle. Pt has 13 of the 16 markers. Also has complete degeneration of the spine and has more bone loss from mouth. Used to be a dancer and an athlete and now walks with a cane.

Event description:
Add'l info rec'd from rptr 9/12/2006: "I'm so sick," reporter states that for the past 2 1/2 yrs she has been extremely ill. She states that she has "everything" wrong with her for the past 20-yrs! Currently she is under evaluation for a bladder mass, osteoarthritis, degenerative joint disease, 60 % bone mass loss, no teeth, no hair and weighs 101 lbs. In 2004, reporter states she received treatment at temple hospital, where she was administered total parenteral nutrition via a pic line for severe weight loss. All of her problems appear to have stemmed from her use of silicone implants, which she had removed in 2002. Prior to this, reporter states that she was athletic and free of any health related issues. Her implants were placed by dr who has since had many claims filed against him for its usage. She remains in constant pain, especially with the arthritis in her back. Because of this she takes high doses of vicodin and has subsequently been labelled as having "drug-seeking behaviors." She has also suffered severe skin excoriations with blood related abnormalities to include her platelets and eosinophils. Her past occupations include working in a drug rehab, where she contracted hep c and hiv, while assisting dr in research at the methadone ctr. Currently she has no primary care physician, as her previous physician has dismissed her case. She has 2 brothers who are attorneys that won't help her with a legal battle against bristol and dow, but she says she has been approved by a federal pool to receive compensation. Reporter is willing to testify before an FDA panel to tell her story with photographs, if the opportunity should ever present itself. Until this time, she'll continue to research her dilema in an effort to prove that all her medical issues are related to the use of silicone implants she once had.

Event description:
Add'l info rec'd from report 08/23/04: pt has just been released from a 9 day hospitalization where they have been diagnosed with s.l.e. Pt has 13 of the 16 markers. Also has complete degeneration of the spine and has more bone loss from mouth. Used to be a dancer and an athlete and now walks with a cane.

Event description:
Add'l info rec'd from rptr (B)(6) 2006: "I'm so sick," reporter states that for the past 2 1/2 yrs she has been extremely ill. She states that she has "everything" wrong with her for the past 20-yrs! Currently she is under evaluation for a bladder mass, osteoarthritis, degenerative joint disease, 60 % bone mass loss, no teeth, no hair and weighs 101 lbs. In 2004, reporter states she received treatment at (B)(6) hospital, where she was administered total parenteral nutrition via a pic line for severe weight loss. All of her problems appear to have stemmed from her use of silicone implants, which she had removed in 2002. Prior to this, reporter states that she was athletic and free of any health related issues. Her implants were placed by dr who has since had many claims filed against him for its usage. She remains in constant pain, especially with the arthritis in her back. Because of this she takes high doses of vicodin and has subsequently been labelled as having "drug-seeking behaviors." She has also suffered severe skin excoriations with blood related abnormalities to include her platelets and eosinophils. Her past occupations include working in a drug rehab, where she contracted (B)(6), while assisting dr in research at the methadone ctr. Currently she has no primary care physician, as her previous physician has dismissed her case. She has 2 brothers who are attorneys that won't help her with a legal battle against bristol and dow, but she says she has been approved by a federal pool to receive compensation. Reporter is willing to testify before an FDA panel to tell her story with photographs, if the opportunity should ever present itself. Until this time, she'll continue to research her dilema in an effort to prove that all her medical issues are related to the use of silicone implants she once had.